Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event with an infusion set and was alerted by insulin flow blocked alarm. Patient was explained that the alarm was caused by set/reservoir connection. Patient was advised to replace infusion set and reservoir. No further information available.